Manufacturer narrative:
Investigation results: the instrument arrived in the original blister. The fallen off pin was affixed in the blister. Used test- and analysis- equipment: digital-camera "panasonic dmc tz8". A visual inspection of the complained instrument was performed. During visual inspection it was noted that the pin in the jaw mechanic is missing. The missing pin was affixed in the blister. The device quality and manufacturing history records will be checked for the lot number (933a) from the quality coordinator of the production plant. The results of the review will be documented in the system. If the review shows any conspicuities, the report will be updated and actions will be initiated. Complaint history review did not reveal any further complaints with the affected batch number. The root cause for the problem is most probably manufacturing related. According to the complaint description, the instrument was not used. During our inspection we found no indication that the device was used. In similar cases like this, we decided to a manufacturing error. A product safety case was initiated (psc (B)(4)).

Event description:
It was reported that there was an issue with the product caiman disp.instr.articulat.d:12/240mm. The pin of the instrument was missing. The failure was detected prior to a veterinary use. There was no patient harm. Additional information was not available. The malfunction is filed under aag reference (B)(4).